Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulty linking meter to insulin pump. Customer's blood glucose was 43 mg/dl. Customer was assisted in linking meter to insulin pump. Customer also reported of being in a vehicle accident and someone hit customer and it was not due to blood glucose. Customer declined troubleshooting. Customer's blood glucose prior to ending call was 63 mg/dl.